Event description:
It was reported by the sales rep. That the generator was causing interference on their monitors, though they aren't getting that issue with any other generator that they have. They completed the case with no patient consequence.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.